Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. The device history record has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. Customer complaint cannot be confirmed. In order to perform a proper investigation it is necessary to have the device sample involved to confirm the alleged defect and determine the root cause. No corrective actions can be implemented at this time. If the device sample is received at a later date this complaint will be updated.

Event description:
Customer complaint alleges the device had a stuck valve which caused water to back up and fill into the patient circuit. Alleged defect was reported as prior to patient use during functional testing. No report of patient harm or delay in treatment.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The returned column was connected to a concha water bottle in the correct positioning and both upper and lower tubes were punctured into the concha water bottle. The lower tubing filled as expected. The column was then connected to a 2416 comfort flo circuit and 2411-04 cannula using a 3lpm flow. The nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle valve and the bottle to column dump valve opened and closed freely. To ensure the column was functioning properly from all operating aspects, the column was placed into a 425-00 neptune and heat was applied without a water source. Within 3-4 minutes the low water level warning light came on confirming the column float was operable. Also, the column was placed into a 425-00 neptune for normal test service: water, 10lpm of air pressure, and an adult breathing circuit was incorporated into the setup. The setup was brought up to 37 degrees celsius and functioned normally with no interruptions for one hour. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The sample functioned as intended.

Event description:
Customer complaint alleges the device had a stuck valve which caused water to back up and fill into the patient circuit. Alleged defect was reported as prior to patient use during functional testing. No report of patient harm or delay in treatment.